Event description:
Asr revision; right; asr resurfacing; reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Asr revision; right; asr resurfacing; reason(s) for revision: alval / soft tissue reaction. Update received (B)(4) 2014. Two hospitals, surgeon and additional reasons for revision added. New boxes completed. Reason(s) for revision: alval / soft tissue reaction (probable - high metal ions), possible component loosening (head), infection.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, right, asr resurfacing, reason(s) for revision: alval / soft tissue reaction. Update received (B)(6) 2014. Two hospitals, surgeon and additional reasons for revision added. New boxes completed. Reason(s) for revision: alval / soft tissue reaction (probable - high metal ions), possible component loosening (head), infection. Update received (B)(6) 2014. Kid added, status changed to legal. Additional hospital added. Bilateral patient - see com-(B)(4) for left hip. Correction - manufacturing dates added (B)(6) 2014.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.